Manufacturer narrative:
Device eval summary: device eval of charger/modem (B)(4) has been completed. The reported problem (charger/modem not working) has been confirmed. Upon eval, the charger/modem was resetting at the insert battery screen before the unit could completely boot up. The root cause of the resets was cracks in the bga solder joints for the u1003 component. (B)(4). No adverse event resulted from the defective component. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his charger/modem was not working. The pt was issued a replacement charger/modem.